Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat urodynamic stress incontinence with sphincter deficiency and urethral mobility. It was reported that following insertion the patient experienced infection, urinary problems and recurrence. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent removal of infected mesh and drainage of abdominal abscess on (B)(6) 2013 due to abdominal wall abscess and small bowel fistula secondary to abdominal wall abscess. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2013 due to abdominal wall abscess.